Manufacturer narrative:
Investigation summary: three sealed 32g x 4mm pen needle samples were returned from lot. No. 7011962 cat. No. 325106. Visual examination was carried out on all three samples and no issues were observed. Investigation conclusion: visual examination was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Results: DHR: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd nano¿ 4mm pen needle remained in the abdomen of a female customer. The female customer went to the emergency room where the needle was removed under local anesthesia.